Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately tortuous, 80% stenosed, left anterior descending artery. The whisper ms guide wire was being used during the procedure. When the 2.75x13 mm non-abbott stent delivery system (sds) was transitioned through the first curve, the sds stopped advancing. A second whisper ls guide wire was used after which a 2.25x12 mm trek balloon advanced in an attempt to cross the lesion; however, a dissection was observed in the first curve of the circumflex artery. The patient underwent a coronary artery bypass procedure for treatment. No additional information was provided.

Event description:
Additional information received. It was reported that the non-abbott stent delivery system was advanced on the whisper ms guide wire, but could not cross the proximal part of the stenosis and was removed. Resistance was then met when attempting to advance or retract the guide wire, so a whisper ls guide wire was advanced for additional support. The whisper ms guide wire tip was noted to have separated during the attempt to advance the 2.25x12 mm trek balloon on the guide wire. The separated tip was removed during the surgical procedure. Additionally, the dissection occurred in the ostium of the left anterior descending artery, not the circumflex artery as previously reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide cath: ebu 3.5 6f; stent: orsiro 2.75x13mm. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The difficult to position could not be replicated in a testing environment due to the condition of the returned device. The physical resistance and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer concluded that review of the images of this case show a detached distal portion of a guide wire reported to be the whisper ms. The detachment is clearly visible. The dissection of the proximal portion of the lad is unable to be confirmed. Clinical review of the information and the subsequent surgical intervention does support the reported dissection. Based on the reviewed information, no product deficiency was identified.